Event description:
The customer's spouse reported that the customer had high bgs. It was stated that the customer would try to contact their doctor at a later hour. Instructed the customer to change the set and to call their doctor for back up plan. Later the customer called back and informed that their bgs were coming down.